Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported the patient had a refill the tuesday prior to report and was complaining of increased pain. A dye study was done two days later and showed the catheter was in place with no visible kinks. Therefore, the physician believed everything was "correct." That night the patient was weak, shaky, and dizzy and went to sleep. The following morning they were unable to wake the patient and she had shallow breathing. It was as if the patient "was slipping into a coma." The patient was taken to the emergency room. It had been suspected the patient had a stroke; however, stroke was ruled out. The physician suspected the patient was given too much medication. The patient was doing much better as of (B)(6) 2012. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.